Event description:
The abbvie pump delivers parkinson's medication via an intestinal insertion. The tubes are left permanently inside a patient and the pump has connecting tubes to allow it to be attached and re-attached every day. The connectors that keep the pump tubes connected to the permanently inserted tubes have failed on several occasions. This means a dark, brown foul smelling liquid from inside the intestines leaks all over the skin and clothes and the gel medication isn't being delivered as prescribed.